Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized twice one on (B)(6) 2017 due to a high blood glucose readings. Customer's blood glucose at the time of the incident was 400 mg/dl. Customer's blood glucose was 90mg/dl at the time of the call. Customer experienced symptoms related to high blood glucose such as such as vomiting. The customer was wearing the insulin pump at the time of hospitalization. Customer stated that the canula was bent. Troubleshooting was performed. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was replaced for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.